Event description:
Female pt presented with small external iliac vessels and lots of calcium and plaque not appreciated on CT. The physician was unable to access with a bifurcated device. The physician decided to convert the pt to open repair. The pt tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt's small, calcific vessels and operational context contributed to the event.